Manufacturer narrative:
S/w: 2.6d unable to verify manufacturing mode due to critical pump error. Pump error 35 noted in the pump history and critical pump error (open book image) alarm during testing due to moisture damage electronic assembly on pcb1 and force sensor. Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. Unit was received with missing reservoir tube retainer, missing reservoir tube o-ring, scratched case, minor scratched lcd window, cracked select button keypad overlay and damaged keypad overlay texture. Reservoir unable to lock into place due to missing reservoir tube retainer/o-ring. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had pump error. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.